Manufacturer narrative:
The instrument has been returned and the customer has received the exchange unit and replacement power supply and stated they are fully operational.

Event description:
The customer states that while the dca instrument was powered on but not in use, it started making a popping noise and smoking. The customer states they unplugged the unit immediately and have not plugged it back in. There was no report of injury due to this event.